Event description:
During use of this I/a handpiece there appeared to be black deposits left from the shaft of the handpiece onto the wound site resulting in a black incision. This problems was discovered by the surgeon when viewing the site through a microscope. The procedure was completed with the handpiece. There has been no report of pt injury. The handpiece is a 3 yrs old and has been used hundreds, probably over 1000 times.